Event description:
The md was working with a plume pen when she inadvertently leaned on and it felt hot against her skin. Md stated she thought the button on the pen was stuck on the "on" position.there was no difficulty operating the "on" switch. The device was able to be turned off. The surgical team removed the device from the field and replaced it with another one. The surgical pen was in use but had been laid down and was not in a holder. There was no harm to the patient and no additional medical care was needed.